Event description:
It was reported by service that the scale and zone control were missing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Investigation underway; f/u report will be issued as necessary on investigation results. Conclusion code: service tech reported the parts were on order.